Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73e1600058 investigation did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: several months after the procedure, a follow-up CT scan showed that one clip came free from the cystic duct and got caught on the duodenal tissue in the patient. The clip still remains in the patient's body. There has been no health injury reported.